Event description:
The customer reported that during the procedure, the device jaws could not be re-opened while applied to tissue. The surgeon resected the tissue directly adjacent to the device jaws in order to remove them. The surgeon used suturing to seal the tissue. The customer reported that the device jaws had not been cleaned frequently during and successfully completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.